Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, bleeding was observed after the surgeon used a vessel sealer extend (vse) instrument while mobilizing the stomach. It is unknown what specific vessel/tissue was found to be bleeding. The characteristics of the vessel/tissue are also unknown. The surgeon used a backup vse instrument to control the bleeding. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is unknown. A follow up MDR will be submitted if additional information is received. Isi received the vse instrument associated with this complaint and completed investigations. The instrument was placed and driven on an in-house system. The instrument passed the self test homing. The instrument moved intuitive with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, energy delivery, cut, jaw gap verification, and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots were found to be missing. A review of the logs performed by failure analysis showed no errors. A review of the vse instrument log was performed the review did not identify anything that would indicate improper sealing. There were a few instances of high initial starting impedance which is usually caused by excessive fluid/tissue in between the jaws, but the user was able to utilize the sealing function multiple times after that error had appeared. No photographic images or video recordings are available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, bleeding was observed while the surgeon was mobilizing the stomach and using a vse instrument. The surgeon was able to control the bleeding with a new vse instrument. The cause of the intra-operative complication is unknown. The vse instrument involved with the reported event was returned to isi and no issues were found.